Event description:
Patient stated that she was hospitalized 3 times while wearing the v-go. Patient stated she was admitted on (B)(6) 2019 and was hospitalized for 5days. Patient mentioned that she was hospitalized for gastroparesis, when admitted she was wearing the v-go. Patient also mentioned she was hospitalized at two different hospitals (B)(6).